Event description:
On (B)(6) 2009, the pt was implanted with a gore tag thoracic endoprosthesis to treat an aortic dissection. On a post procedure, computed tomography (unk date) showed invagination at the proximal end of the device. The physician is monitoring the pt.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs.